Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted due to high, out-of-range shock impedance. The specific value was not provided. No adverse patient effects were reported. The right ventricular (rv) lead remains in service.